Event description:
It is reported leakage. Event description: the patient had high blood pressure, and a micro pump with a yaning ding cannula was used. (B)(6) 2025 03:51 while patrolling the ward, the nurse found water stains on the patient's bed sheets and discovered that there was fluid leakage from the deep vein catheter (septum) in the patient's right neck. Upon examination, it was found that there was fluid leakage from the septum. The septum was replaced, and the phenomenon did not recur.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4087549. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. One photograph of a q-syte unit was provided for evaluation. The image showed a slip tip syringe inserted into the q-syte connector with visible fluid leakage at the septum or connection point, suggesting a potential leak. Based on the visual evidence, the reported complaint of leakage was confirmed. Unfortunately, without the ability to evaluate the physical device, our quality engineers were unable to determine the root cause for this complaint.

Event description:
No new information.